Event description:
The valve was explanted due to insufficiency after 58 months implant duration. Medtronic was initially notified of a tentative surgery date to retrieve the valve after a heart murmur was detected. Product inspection during explant detected a hole in the right coronary leaflet. The user reported one month later that the valve was replaced on 03/2006 with no additional patient complication reported.